Event description:
It was reported that during procedure the monitor did not turn on. No delay or injury reported. No back up reported.

Manufacturer narrative:
Additional information received has identified that this event should be re-evaluated for MDR reporting. The new information states that this failure mode has been incorrectly defined as been previously reported, therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.